Manufacturer narrative:
This report is submitted on july 05, 2022.

Event description:
Per the clinic, the patient experienced an (B)(6) infection around the abutment site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (date and duration not reported).